Event description:
Patient underwent left primary anatomic shoulder replacement for primary implants. Over recent months patient has been complaining of increasing pain and instability in this shoulder joint, suspected rotator cuff failure. Decision made intra-operatively to remove all primary implants and convert this prosthetic joint to a reverse shoulder replacement. Both the tornier simpliciti humeral components, and the perform pegged glenoid component. Negligible bone was lost during this part of the surgery. The revision components implanted were from competitor (enovis / djo).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could not be confirmed as the device was not returned for evaluation and no additional information was available. The available picture indicates broken component but is not sufficient to perform the detailed inspection. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided the complaint report will be updated.

Event description:
Patient underwent left primary anatomic shoulder replacement for primary implants. Over recent months patient has been complaining of increasing pain and instability in this shoulder joint, suspected rotator cuff failure. Decision made intra-operatively to remove all primary implants and convert this prosthetic joint to a reverse shoulder replacement. Both the tornier simpliciti humeral components, and the perform pegged glenoid component. Negligible bone was lost during this part of the surgery. The revision components implanted were from competitor (enovis / djo).